Manufacturer narrative:
The brake casters were adjusted to resolved the issue.

Event description:
The technician alleged the brake casters would not hold when the brakes were activated. No pt impact.